Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0yh4m, implanted: (B)(6) 2015, product type: lead.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that the patient's healthcare provider (hcp) replanted the patient's leads deeper because the hcp did not think the leads were deep enough. No patient symptoms were reported to be associated with the lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.